Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tumor resection on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off when out of package. Changed another one to complete. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation summary: an opened sample of product code vcp433, lot # mj6475 were received for evaluation. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted and the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.